Manufacturer narrative:
Per additional information that was received from the biosense webster representative on november 27, 2018, the biosense webster representative stated that the ez steer¿ nav bi-directional electrophysiology catheter was not used during the procedure. Since this complaint already reported to the FDA, the impacted product for the ez steer¿ nav bi-directional electrophysiology catheter, the coding will remain the same. In addition, it was originally reported that during the passage of the 4mm catheter, there was difficulty with the dissection of the trunk of the left coronary and angioplasty was performed. After several attempts and usage of two different catheters, the surgeon decided to desiccate the trunk of coronary artery. Myocardial infarction occurred, and patient progressed to death. However, clarification was received on november 27, 2018 stating that angioplasty was performed. After several attempts and usage of two different catheters, dissection of the trunk of coronary artery occurred. Myocardial infarction subsequently occurred, and patient progressed to death. (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant products: 1. Biosense webster, inc. Product - decapolar catheter , catalog #: unknown , lot#: unknown . 2. Biosense webster, inc. Product - pentaray nav eco catheter , catalog #: d128211 , lot #: 17750491l . 3. Biosense webster, inc. Product - carto® 3 system , catalog #: unknown , serial #: unknown . Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's reference # (B)(4).

Event description:
Initially, this complaint was only reported under thermocool® smart touch¿ bi-directional navigation catheter under 2029046-2018-02298 for (B)(4). However, additional information was provided on (B)(6) 2018 stating that a 4mm catheter was also used in the procedure. Multiple attempts have been made to obtain clarification to this product. However, no further information has been made available. Therefore, the assessment was made to report this event under both the thermocool® smart touch¿ bi-directional navigation catheter and the 4mm catheter. Since product information has not been provided for the 4mm catheter, we are reporting this product under a generic ez steer¿ nav bi-directional electrophysiology catheter. The awareness date for this report is (B)(6) 2018. It was reported that a (B)(6) female patient underwent an ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and a biosense webster, inc. 4mm catheter and suffered myocardial infraction and posteriorly died. During the procedure, three right-sided artery punctures and one femoral vein with radioscopic confirmation were performed, with 2 rf introducers and one 7rf. The physician faced issues to access the left ventricle. The decapolar curve catheter was positioned in the coronary sinus. The pentaray and smart touch catheters were placed in the left ventricle. The mapping of ventricular ectopies was then performed with pentaray catheter and carto system. During the passage of the 4mm catheter, there was difficulty with the dissection of the trunk of the left coronary and angioplasty was performed. After several attempts and usage of two different catheters, the surgeon decided to desiccate the trunk of coronary artery. Myocardial infarction occurred, and patient progressed to death. Physician¿s opinion regarding the cause of the adverse event is that it was related to patient¿s condition and a bad formation of aortic valve.